Event description:
It was reported that during a da vinci surgical procedure, a cable from the large needle driver instrument broke. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations did not confirm the initial reporter's complaint. No trouble can be found on the instrument. The instrument does not have any broken, frayed, loose or any damaged cables at the tip. No damages were found on the instrument. Based on the information provided by failure investigation. There is no evidence that the instrument malfunctioned since there was no trouble found with the instrument. Based on this additional failure analysis investigation information, this MDR report is being retracted as a reportable event.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.